Manufacturer narrative:
It was noted that the device is not available for evaluation because it was discarded by the hospital. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Surgeon commented that patient was experiencing hip pain. He planned to revise cup based on radiolucent lines on x-ray.

Manufacturer narrative:
The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. The device history review of all available lots reported indicated all devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review of all available lots reported indicated there have been no other similar events for any of the lots. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device.

Event description:
Surgeon commented that patient was experiencing hip pain. He planned to revise cup based on radiolucent lines on x-ray.